Event description:
Customer reported ongoing intermittent low blood glucose level ranging from 44-82 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer took corrective action by consuming glucose tablets and drinking a pepsi. Customer updated their settings to address the event.